Event description:
A report was received that a patient was having trouble charging. A bsn representative analyzed the patient's charging profile and determined that the ipg was showing premature battery depletion after a lead revision surgery in 2008.